Event description:
A vns surgeon reported that he has seen several of the original lead have failed after a decade. No further information has been received to date. No specific patient information was provided.

Manufacturer narrative:
Device failure is suspected.

Event description:
Review of internal data shows four reported cases of lead events encountered during the reporting surgeon¿s surgeries that are associated with generators not being able to be interrogated due to end of service. Furthermore, the leads the previous reports were implanted for approximately 10 years or longer. These reports are captured in MFR report #1644487-2014-01888, 1644487-2013-01560, and 1644487-2013-03693.